Manufacturer narrative:
H10: additional information; h2: h6 (impact code) updated; h3, h6: the reported device was received for evaluation. A visual inspection revealed it is not in its original packaging. The distal tip is fractured away and the threads are broken and deformed. Based on the condition of the product material found during visual inspection, it was determined the device damage was caused by the application of improper/excessive force. Additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer specification found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. A clinical evaluation states that a single provided photo of the anchor was reviewed and appears to the confirm the stated failure mode of a device ¿break¿ of the thread. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during an arthroscopy, the thread of the biosure broke while it was screw in. All pieces were removed from the patient by tweezers. The procedure was completed with a s+n back up device. There was a non-significant surgical delay and no further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H10: internal complaint reference: case-(B)(4). B5 and e1 updated.

Event description:
It was reported that during an arthroscopy, the thread of the biosure broke while it was screw in. All pieces were removed from the patient by tweezers. The procedure was completed with a s+n back up device. There was a non-significant surgical delay and no further complications were reported. Bone quality was normal, the back up device was used in the original bone hole, there was no voids left on the patient, the instrument used to prepare the insertion site was a femoral drill 8mm, the site was cleared of all debris, patient status is good.